Event description:
While cauterizing the left fallopian tube, also the second tube cauterized, 2 distinct bright flashes were observed followed by smoke coming through the laparoscopic ports. The bipolar forceps are from ethicon, the cautery machine is valleylab. The trocar site was checked for a coupling issue, internal organs surrounding the tube also showed no injuries. A new handpiece was opened and worked a designed.